Manufacturer narrative:
Pump had blank display due to faulty. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and had blank display. The customer's blood glucose level was unknown. The customer was advised to remove battery after insertion of battery display did not returned. The customer was advised to discontinue the use of pump and revert to back up plan. It was also reported screen goes blank and battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.